Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 0001526350-2017-00863, 0001526350-2017-00864). On october 9, 2017, it was reported that the device produced an incomplete mesh. On october 13, 2017, it was clarified that the issue occurred during meshing. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required. The harvested graft was not usable and no additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the gears and worn bushings were replaced. Initial qa inspection of the skin graft mesher on october 13, 2017 revealed that the calibration was not within specification. The comb, gear, and bushings were worn. The ratchet did not fit onto the shaft. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 13, 2017 which included replacement of the ball detent, damaged comb, gears, worn bushings and repair of the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection both cutters failed to produce a passing sample mesh. The device was out of calibration. The comb, gear and bushings were worn. The root cause of the device producing an incomplete mesh was due to damaged cutters, comb, gear and bushings. The issue was resolved with the replaced ball detent, damaged comb, gears, worn bushings and repair of the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has returned the product to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher produced an incomplete mesh. No adverse events were reported as a result of this malfunction.